Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report issue was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. According to work order (wo) (B)(4), the field service engineer (fse) reported drawers 2.1 and 2.2 were not detected on bus, replaced both module controller (pmc) board and both controller boards. Tested in hta successfully. Customer performed inventory and tested all pockets with no further issues observed. During dchu visual inspection: pcba dwr cntlr v1.10/v1" (p/n 152622-01 s/n (B)(6) and s/n (B)(6)) were received with no signs of physical damage, missing components, loose components or fluid ingress. No issues were found within visual inspection. Pcba pmc v1.06/v0.09bl hh" (p/n 151630-01 s/n (B)(6)) was received with signs of fluid ingress, and a broken component l501. Testing in the dchu lab: pcba dwr cntlr. V1.10/v1 (p/n 152622-01 s/n (B)(6)): malfunction components (d501, q501 and q601) were detected during dmm testing, no further testing was required. Pcba dwr cntlr. V1.10/v1 (p/n 152622-01 s/n (B)(6)): dmm testing and hta test were performed successfully, without anomalies or intermittent behavior observed. Pcba pmc v1.06/v0.09bl hh (p/n 151630-01 s/n (B)(6)): open fuse f201 was found during dmm testing, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the reported issue "main position 2 of device bmcpacu is showing not detected on bus" was generated by a faulty pmc board (open fuse, fluid ingress and broken component l501) and a faulty drawer controller board (malfunction components d501, q501 and q601), which prevented the station from drawer recovery and proper functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer not detected on bus, which located on bmcpacu. As per part investigation, it was determined that there were faulty pmc board and faulty drawer controller board. There were no adverse events or injuries reported based on this event.